Event description:
New information on (B)(6) 2017 stated that the patient was in stable condition during and post operation. The patient was discharged the next day.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited noise and low impedance. The lead was reprogrammed. The patient would continue to be monitored.